Manufacturer narrative:
Discrepant negative grading¿s in antibody screening testing for four patient samples. The root cause could not be determined, although it cannot be excluded the negative reactions obtained are sample-related, the antibodies being weak and or at around the detection of the reagents and techniques used. No general product failure is identified. No biased result was reported to a physician. The patients were not harmed.

Event description:
Complainant: (B)(6). Complaint reporter: dr (B)(6). Event date: requested, but not provided. Reported on: 27th october 2016 via email to ortho care by (B)(6). Sample ID: not provided. Equipment: ortho vision biovue analyser ¿ (B)(4). Software version: 3.6.0. Products used: although requested, the product information was not provided by the customer. The customer is reporting discrepant negative grading's in antibody screening for four patient samples in indirect antiglobulin test (iat), using the ortho biovue technique in conjunction with their ortho vision biovue analyser ((B)(4)). The customer has performed antibody screening tests on four patient samples: 1 patient is known to have an anti-d antibody (from prophylactic origin) and 3 patients are known to have an anti-m antibodies. Results summary: 1 patient - anti-d (prophylactic) ¿ all cells negative: visual inspection by laboratory operator determined cells 1 and 2 were graded as negative and cell 3 was graded 0.5. 3 patients - anti-m ¿ cell 1 and 2 negative, and cell 3 was graded 0.5: visual inspection by laboratory operator determined ¿ cells 1 and 2 were graded as 0.5 and cell 3 was positive. On the same day the customer performed re-testing of the samples using the ortho workstation and weak positive 0.5 + reactions were obtained as expected. The customer said that no erroneous results have been reported to a physician. The customer said that no patient was harmed as a result of the reported events.